Event description:
It was reported that the patient was hooked up to an IV for an abx infusion. The patient went for a walk in a wagon with the mom pushing the wagon and the dad pushing an IV pole. The patient and family returned to their room with the pump module beeping. The pump module was non-stop beeping despite pressing silence and attempting to turn the pump module off. There was an IV message saying, "channel disconnected", then the writer and nurses attempted to reconnect the pump module to the IV pump, with no success. The pump module remained beeping with the same error message. The customer believes this was likely channel disconnection caused by iui, which was replaced. There were no further issues found. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an channel disconnect was not determined because no products or device logs were returned.

Event description:
It was reported that the patient was hooked up to an IV for an abx infusion. The patient went for a walk in a wagon with the mom pushing the wagon and the dad pushing an IV pole. The patient and family returned to their room with the pump module beeping. The pump module was non-stop beeping despite pressing silence and attempting to turn the pump module off. There was an IV message saying "channel disconnected", then the writer and nurses attempted to reconnect the pump module to the IV pump, with no success. The pump module remained beeping with the same error message. The customer believes this was likely channel disconnection caused by iui, which was replaced. There were no further issues found. There was patient involvement but no harm. A copy of the health canada report was received, which states, "pt hooked up for IV abx infusion and went for a walk in a wagon with mom pushing wagon and dad pushing IV pole. Pt and family returned to room with IV pump beeping. IV pump non-stop beeping despite pressing silence and attempting to turn pump off. IV message saying channel disconnected writer and nurses attempted to reconnect channel to IV pump to no success. IV pump remained beeping with same error message."